Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the device had lost its configuration settings due to the coin cell battery being depleted. This also caused the device not to provide an ECG waveform through 12-lead ECG or paddles. Physio-control replaced the coin cell battery and performed some other, unrelated repairs. After having observed proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service led on their device was on, and that the device had logged several event codes into its memory. In addition, it was reported that the device showed a flat line for the ECG. During device evaluation, physio-control observed that the device would not provide an ECG through the 12-leads ECG or paddles lead; it would show just a flat line. Therefore it would not be possible to determine the need for defibrillation. There was no patient use associated with the reported event.